Manufacturer narrative:
Article citation: broggi, giuseppe, motta, fabio, angilello, andra, bortolussi, carlo, magro, gaetano, vecchio, giada. ¿breast implant-associated anaplastic large cell lymphoma with lymph node localization: case report and review of literature.¿ anz journal of surgery, oct. 2018, doi:10.1111/ans.14839. Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
In the journal article 'breast implant-associated anaplastic large cell lymphoma with lymph node localization: case report and review of literature' it was reported that 3 patients experienced bi-alcl on the left side. Clinical presentation included: left axillary node and mass. These are unconfirmed cases of alcl. The manufacturer of the device is unknown.